Event description:
It was reported that the strykeflow 2 began making a noise during the surgical procedure, began overheating and smoking while being used on a patient. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
It was reported that the device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: smoking. Probable root cause: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the strykeflow 2 began making a noise during the surgical procedure, began overheating and smoking while being used on a patient. Therefore, there was a thermal event.